Event description:
This report summarizes one malfunction event. A review of the event indicated that model 8716001 implantable port allegedly experienced a missing component. This event was reported from a single source. Of this event, the device was not used on the patient. The age, sex, and weight of the patient was not provided.

Manufacturer narrative:
The lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. One guidewire sheath was returned for evaluation. Visual and microscopic evaluations were performed. The investigation cannot be confirmed for a missing component, as the component which was returned were not in sealed packaging and thus the as-manufactured condition of the kit cannot be verified. The complaint could not be confirmed; therefore, the definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 8716001 implantable port experienced a missing component. This event was reported from a single source. Of this event, the device was not used on the patient. The age, sex, and weight of the patient was not provided. The 8716001 implantable port was returned to the manufacturer. The device is pending an investigation.